Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked belt clip slot and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement and basic occlusion tests. No prime anomaly was noted.

Event description:
It was reported the insulin pump was squirting out during manual prime. Customer was disconnected during prime. The piston from the device continues to move forward after reservoir contact and insulin squirted out. No number or beeps were noted on the device. Customer was unable to leave prime. The device was not dropped, bumped, or exposed to water. Customer did not know blood glucose value. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.